Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 physical sample submitted for evaluation. The reported issue of loose component - leak was confirmed upon inspection of the sample. Analysis of the sample showed that the fitting component was disassembled from the housing component. Bd determined that the cause of the failure can be due to excess force when making the connections by the user. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 394602 and lot number 4009900. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. DHR was performed per the batch number supplied, but the material number associated with the batch cannot be confirmed since no response was received during follow up. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd connecta plus3 blue stopcock was loose the following information was received by the initial reporter with the following verbatim: infusion system which was connected to a PICC line with multiple taps was released between the 1st and 2nd taps from the patient. Unknown exactly how long it has been loose and whether this was the case in previous shifts. The infusion contained several sedatuva, analgesics and supplements, which caused the patient to be restless and show withdrawal symptoms.